Event description:
Customer reported an altitude alarm on the pump, resulting in their blood glucose level exceeding 500 mg/dl, with the displayed value showing as "high." To address this, the customer performed a correction injection using multiple daily injections (mdi). The pump was covered under warranty, and technical support arranged for a replacement pump to be sent, advising the customer on storage mode and return procedures for the problematic pump.